Manufacturer narrative:
Full UDI unknown since no lot number was provided. The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "Bag broke inside of patient during procedure. Held up case by 15 min and a 10mm trocar had to be used in order to look for any fragments." Patient status ok.

Manufacturer narrative:
Investigation summary: the event unit was partially returned for evaluation not including the tissue bag and the bead. The unit was returned in a partially deployed state with the broken cord loop jammed around the handle. Upon inspection, engineering found some damages and fraying on the cord loop. Testing could not be performed as the tissue bag was not returned. All inzii® retrieval systems undergo 100% visual inspection during the manufacturing process. The exact root cause of the bag breakage remains unknown. Previous tests have shown similar stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. Additionally, the IFU cautions, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices and electrosurgical, and laser instruments." Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. Additional information was requested and provided.